Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bopap device's sound abatement foam. The patient's daughter has alleged that the patient has passed away from the device. There was no report of serious patient harm or injury from the patient's daughter and there was no reported medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bopap device's sound abatement foam. The patient's daughter has alleged that the patient has passed away from the device. There was no report of serious patient harm or injury from the patient's daughter and there was no reported medical intervention. In section h for type of reported complaint: product problem was selected. This was incorrect and corrected to death on this report. Also, repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.